Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h4, h6 investigation summary: the complaint device was received and evaluated. A visual inspection was performed to determine if the device had any gross visual defects that may contribute to the reported failure. The anchor was not sent back, only three pieces of suture returned. The two orthocord sutures are frayed and cut as reported. This complaint can be confirmed. A possible root cause could be that the suture broke, when excessive tension was being applied on the suture or a sharp instrument came in contact to the suture after the anchor was inserted. Other than those possibilities, we cannot discern a definite root cause for this failure mode. No nonconformances were identified for this part number, lot number combination per qlik query executed on 8/21/2019. At this point in time, no corrective action is required, and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family as a means of monitoring the extent with which this complaint is observed in the field. Device history: no nonconformances were identified for this part number, lot number combination per qlik query executed on 8/21/2019. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Additional pro-codes: hty; jdr; mbi. (B)(4). Device returned. A review of the device history record has been requested. The investigation could not be completed; no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in (B)(6) as follows: it was reported that this was an arthroscopic shoulder joint lip procedure treating shoulder joint dislocation on (B)(6) 2019. When the surgeon tried to use the gryphon (210813), it already had broken suture. The device was brand new and the first use when the issue occurred. There was no surgical delay and no harm to the patient. This report is 1 of 1 for (B)(4).